Event description:
The customer reported that only 9 gauzes 4 x 4 xr sponges were found in the total hip pack. There was no harm reported. Additional information was received from the customer and stated that the defective product only had 9 individual pieces of gauze in the stack when it should have been 10. Per customer, 1 stack is equal to 1 defective product.

Manufacturer narrative:
Section b5 has been updated to include additional information.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. No miscounted bundles were identified as part of the in-process inspection. A sample was received for the analysis. Based on the information available to us, we were able to confirm the event, and determined that the miscounted bundle could have been an isolated instance due to an error in the counter. The machine parameters are checked each shift, and the 10-count scale is subjected to scale challenges every day. If there was a systemic issue with the counting process it would have been identified and investigated. At this time, a corrective and preventive action is not deemed necessary. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.

Event description:
The customer reported that only 9 gauze 4 x 4 xr sponges were found in the total hip pack. There was no harm reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.